Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory that the returned lead had dried body fluid noted in the lumen. Upon visual observations, there was nothing visually wrong with the lead that would cause dislodgement. Upon continuity test with manipulation, the lead passed cathode: 16.08 ohm, anode: 33.78 ohm.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted. Additional information received indicated that this lead was dislodged as it was not actively fixed in the muscle. The lead was pulled back from its original position and the threshold was too high. The initial intention was to push the lead back to its original position but patient anatomy proved difficult. The physician then decided to try another lead. This lead is now explanted. No additional adverse patient effects were reported.